Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the calibration and qc data, a general reagent issue could be excluded.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 117 ng/l. The repeat result was 13.5 ng/l. Patient 2 initial result was 291 ng/l. The repeat result was 13.2 ng/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The e801 module serial number is (B)(6).

Manufacturer narrative:
H3: other text : na.